Manufacturer narrative:
Continuation concomitant medical products: 4068-52 lead, implant date: (B)(6) 2000; 429888 lead, implant date: (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that during device evaluation, this right ventricle (rv) lead was thought to have a possible lead fracture due to oversensing, non-sustained ventricular tachycardia (nsvt) and noise. The pace/sense portion of the lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.